Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod. Symptoms reported include feeling both lethargic and dizzy. The patient was taken to the hospital by ambulance. Once at the hospital the patients pod was removed. The patient was treated with intravenous insulin. The patient was at discharged from the hospital after 17 hours.